Event description:
Upon starting new IV on pt, safety glide IV catheter (20g) inserted and needle would not retract. Removed from pt with no injury. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by sending an e-mail.